Event description:
"Caller alleged discrepant results compared with the physicians inratio. Results as follows:" date: (B)(6) 2012, inratio2: 1.3, physician's inratio: 1.9. Time elapsed between each method of testing is ninety mins. Pt's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.